Event description:
It was reported the pt experienced right side discomfort during intra-operative testing at the implant procedure. It was also reported the pt experienced post-operative abdominal pain due to which she was monitored overnight. According to the physician, the pain was unrelated to the scs system and he believed it was related to the pt's gall bladder or appendix. Follow-up identified the pt's pain has significantly reduced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.